Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and caused the pump to die overnight. The customer's blood glucose (bg) level to rose to 400 (mg/dl) with large ketones. The customer charged the pump and delivered a bolus to address bg level. The customer drank water to address the ketone level. During troubleshooting with tandem technical support, review of the pump history showed the pump battery depleted 40% in less than 24 hours. Reportedly the customer would continue to use the pump for insulin therapy.